Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the device appeared to have no pacing output, no capture and sensing difficulty. The device was explanted and replaced. It was also reported that the right ventricular lead appeared to have no capture, unstable thresholds and possible oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.